Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no other incidents reported for suture break. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.